Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. The patient was about to have dinner and after adding the meal to her pump, she added the recommended amount of insulin (3 units). The patient felt tired and slept. During sleep she lost consciousness and was transported to the health center emergency department at 4:00 am by her son. The bg finger stick was 20 mg/dl and the cgm value was 400 mg/dl. She was treated and after regaining consciousness at the health center, she was taken to the hospital for further bg stabilization and released later the same day at 2:00 pm. The patient did not know treatment details or medications used to stabilize her bg level at either location. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Initial reporter email address: (B)(6). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.